Event description:
A discordant interoperative intact parathyroid hormone (ipth) sample that resulted with signal 2 error was obtained on an advia centaur xp instrument. The customer also noted that other interoperative ipth samples resulted without signal 2 errors and were reported out of the lab by being auto sent. The customer proceeded to run interoperative ipth samples on an alternate system. There are no known reports of patient intervention or adverse health consequences due to the discordant interoperative ipth result.

Manufacturer narrative:
A siemens customer service engineer (cse) was contacted by the customer. The cse evaluated the instrument data and determined that the cause of the discordant interoperative ipth result was unknown. The cse instructed the customer to flush the system, rerun qc and repeat all tests. The customer repeated all tests that had been run on the system and found no discordant results and no corrective reports were made. The instrument is performing within specifications. Further evaluation of the device is not required.